Event description:
Per the preliminary assessment, information regarding the timeline of events from the sw teams show that possibly the customer did not address the errors they were receiving in a timely manner which then led to the medication error/operator issue.

Event description:
The following has been reported: pump sn: (B)(6) drug levophed on (B)(6) 2024 7a to 3p levophed was empty at (B)(6) 2024 around 14:15 - 14:50ish claimed infusion was paused for ~9-10 min, am rn reprogram the pump in am to change vtbi customer is requesting if there was an alarm indicating the drug was empty (and duration). Additional info received: "we are investigating into this event currently per resident, hypotension this is user issue and not pump issue we just want this pump data to assess duration of no infusion and duration of hypotension (if there was hypotension due to medication ran out and new med not changed timely)" an active infusion was not stopped, hypotension was reported. Further information is needed to complete the investigation.